Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician experienced difficulty advancing the stylet through the low voltage lead, as it was not moving smoothly. The low voltage lead was not used and replaced. No patient consequences were reported.